Event description:
According to the reporter, during visual inspection four days after the catheter was implanted, the catheter had a minor leak on the arterial/red extension tube near the clamp. It was mentioned that it seemed like there was a tiny hole. There were no other leak location aside from the one on the red extension tube. A day after the event occurred, they notified that the catheter was no longer leaking. It was mentioned that they will observe in a the new few days and assess whether they will replace the catheter or not. The catheter was not repaired and chlorehexidine was the cleaning agent used on the device. Tego was not utilized and there was no lueradapter issue. Alcosept was used on the insertion site prior to product placement and as the cleaning method. There was nothing unusual observed on the device prior to use and flushing was performed and all was okay. Lumens were washed at the end of the dialysis treatment with sodium chloride (nacl) 0.9% and flakon solution called taurolock. There were no other defects/damages found on the product where the leak was observed. The clamp was not moved periodically (only opening and closing it). As they had no intention of replacing the catheter, they had to relocate the clamp to rest above the hole and the procedure was completed. There was a maximum of 1 to 2 drops of blood loss and blood transfusion was not required. As of august 24, 2021, they have not proceeded to replacing the catheter at this stage. There was no patient injury.

Manufacturer narrative:
Additional info: b5, d4 (expiration date, lot #), g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four days after the catheter was implanted, the catheter had a minor leak on the arterial/red extension tube near the clamp. There were no other leak location aside from the one on the red extension tube. A day after the event occurred, they notified that the catheter was no longer leaking. It was mentioned that they will observe in a the new few days and assess whether they will replace the catheter or not. The catheter was not repaired and chlorehexidine was the cleaning agent used on the device. There was no luer adapter issue. Alcosept was used on the insertion site prior to product placement and as the cleaning method. There was nothing unusual observed on the device prior to use and flushing was performed and all was okay. Lumens were washed at the end of the dialysis treatment with sodium chloride (nacl) 0.9% and 2 other solutions. There were no other defects/damages found on the product where the leak was observed. The clamp was not moved periodically (only opening and closing it). As they had no intention of replacing the catheter, they had to relocate the clamp to rest above the hole and the procedure was completed. There was a maximum of 1 to 2 drops of blood loss and blood transfusion was not required. As of (B)(6) 2021, they have not proceeded to replacing the catheter at this stage. There was no patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image's depict the catheter being used on a patient and there is a leak at the extension tube of the red luer adapter near the clamp site. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.